Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty, followed by a femoral stem revision shortly thereafter due to a periprosthetic femoral fracture, and subsequently underwent a second revision approximately 2 years later due to severe pain, muscle spasms, and leg length discrepancy. During the second revision, the sutures from the previous abductor repair were found to be loose and the anterior abductors were not healed. The proximal body of the femoral stem was moving within the proximal femoral bone due to lack of bony support, while the distal portion of the stem remained well-fixed and the prior distal femur fracture had healed. Bone grafting was placed in the proximal femoral voids to reduce motion around the retained components, a larger head was implanted, and all other components remained intact. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Ti low profile screw 6.5x30mm item# 103533 lot# unknown. R/b rloc lhole shl 58mm sz 25 item# 11-106058 lot# unknown. Arcomxl 36mm rlc lnr hw sz25 item# xl-105915 lot# unknown. Sts stem 15x190 item# unknown lot# unknown. Arcos prox body b item# unknown lot# unknown. Cerclage cables x3 item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.